Event description:
Note: this report pertains to the submitted maude event report (B) (4). It was reported to boston scientific corporation that an advantage transvaginal system was used during an advantage sling procedure performed in 2005. According to the complainant, years after the procedure, the patient presented with vaginal discharge and pain. Per office cytoscopy, it was noted that the area starting from the right anterior portion of the bladder and extending to the tight proximal urethra had a whitish rough appearance. This may represent a very thin layer of bladder mucosa covering the underlying tension free vaginal tape mesh. The patient was taken to surgery where pus-filled urethral diverticulum in the mid suburethra was noted. The diverticulum was filled with purulent material and the mesh was visible in the diverticulum. Seventy-degree cystourethroscopy was performed at the conclusion of the procedure. There was efflux of indigo carmine from both ureteral orifices confirming the integrity and the patency of the ureters bilaterally. There were also lesions, architectural distortions, injury or foreign body in the bladder, trigone or urethra. The urethrotomy repair was intact at the conclusion of the procedure. The plastic sleeve was still wrapped around the right portion of the mesh sling. The abscess was lined by necrotic tissue. A 4 cm portion of the sling was also removed from the left side although this portion was not infected. It was concluded that the right plastic sleeve had not been removed during the original implantation of the sling.